Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation failure-to-capture was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Also, dislodgement was not confirmed as evidence from the field and product analysis were insufficient to verify dislodgement. Visual inspection revealed no abnormalities and the lead and tip appear normal. The infection/sepsis allegations could not be confirmed by analysis, but were assigned cause known inherent risk of device with method trend analysis.

Event description:
It was reported that right ventricular (rv) lead exhibited loss of capture due to dislodgement as confirmed via fluoroscopy. Additionally, the patient had an infection with sepsis. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular (rv) lead exhibited loss of capture due to dislodgement as confirmed via fluoroscopy. Additionally, the patient had an infection with sepsis. The rv lead was explanted. No additional adverse patient effects were reported.